Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. The device was not returned to howmedica rutherford.

Event description:
Revision surgery revealed polyetyhlene wear of the acetabular insert. The femoral head component was also revised at this time.